Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/16/2020.

Event description:
It was reported that the unit declared a blower stall error. The device was in use at the time of the event; however, there was no patient harm or medical intervention other than the transfer of the patient to another ventilator. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the blower assembly .

Manufacturer narrative:
G4:18mar2020. B4:24mar2020. The customer replaced the blower and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.